Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter was fractured. The 85% stenosed, 28x2.5mm target lesion located at the severely tortuous and severely calcified left anterior descending coronary artery. A guidezilla¿ guide extension catheter was used. During procedure, it was noted that the catheter connection was fractured. The procedure was completed with another of the same device. No patient complications reported and patient status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A tactile and microscopic examination of the device revealed that the shaft was partially detached by 5.3cm distal of the collar and appears to be melted/corroded/degraded. It was also observed that the tip material was detached and the markerband ovalized. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that the catheter was fractured. The 85% stenosed, 28x2.5mm target lesion located at the severely tortuous and severely calcified left anterior descending coronary artery. A guidezilla¿ guide extension catheter was used. During procedure, it was noted that the catheter connection was fractured. The procedure was completed with another of the same device. No patient complications reported and patient status was stable.